Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The customer reported that cataract surgery was performed, approximately four months after the shunt touched the iris. There was no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
An ophthalmic surgeon reported that four days following the glaucoma filtration device (gfd) implant procedure, the gfd was in contact with the iris. Three days later, the gfd was no longer in contact with the iris. One month later, the gfd was in contact with the iris. Eight weeks later, the gfd was no longer in contact with the iris and a suture lysis was performed. Approximately two months later, a cataract was observed. A cataract surgery was performed. Additional information has been requested.